Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. B6 relevant tests/laboratory data, inclu - correction. H2 type of follow up - correction. Health effect - impact code - correction. Health effect - clinical code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the clinic. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).